Manufacturer narrative:
Though requested, add'l pt info was not provided.

Event description:
Reportedly, during pt transfer, a "switched to backup battery" alarm occurred. This was resolved upon exchanging the power pac battery. There was no medical intervention or adverse pt effects reported.